Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received multiple insulin pump error alarms. The customer¿s blood glucose level was unknown. Customer stated that the insulin pump had insulin flow blocked alarm. Customer was advised to change entire infusion system. Customer stated that there was no damage on the insulin pump. Customer performed displacement test and it was passed. Customer performed self test and it was failed with insulin pump error alarms and failed battery with a new battery. The customer was advised that the insulin pump needed to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No unexpected insulin flow blocked alarms, battery failed alarms, or pump error 53 alarms noted during testing, however, the insulin pump alarmed pump error 63 during the self test. And pump error 63 alarm (variable 3) and pump error 53 alarms are found in the downloaded history files. Pump error 63 alarm is due to broken trace at pin 6 on the keypad assembly and pump error 53 alarm is due to a software error.